Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was seen by med-el due to reports of tinnitus/headache. The pt has reportedly tried using his speech processor on a number of occasions, but has to remove it due to him experiencing the sound as uncomfortably loud and causing headaches along with a sensation of dizziness. An atypical tinnitus is reported to occur approx 10-20 times per day. This is reported to occur both when using and not using the processor. No device related explanation found. Testing is consistent with normal device function. Re-mapping has been carried out but the pt has not shown any progress.